Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that following a revision procedure (MFR report: 3006630150-2018-00958) the patient was healing poorly and the scar over the battery was extremely thin. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the battery was relocated and extensions were added. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that following a revision procedure (MFR report: 3006630150-2018-00958) the patient was healing poorly and the scar over the battery was extremely thin. The patient will undergo an ipg revision procedure.